Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 020. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a review of the black box history showed a call service 020 alarm. The pump powered up to a call service 020 alarm that could not be cleared. The pump cover was removed to find no intermittent conditions on the printed circuit board. Evaluation revealed that the eeprom component had failed.

Manufacturer narrative:
(B)(4).